Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient used cold insulin which is misuse and might have led to occlusion on (B)(6) 2026. The patient experienced high blood glucose level which was treated with insulin pump.